Event description:
It was reported to philips that the device won't power on and the ac indicator light was not illuminated. There was no reported patient or user involvement and no adverse patient/user impact.